Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error battery failure even after replacing battery. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was confirmed one battery was a philips battery and the other 2 batteries were not philips batteries. The rse informed customer that a non-philips battery will not match with the pic sw and will give battery failure error code. If replaced with a philips battery and still giving error message, manufacturer recommends replacing the power management (pm) printed circuit board assembly (pcba) board. Provided parts ID and pricing for the pm pcba. Per good faith effort (gfe) response, it was confirmed that the customer was able to clear the error message, no parts replaced. The device passed required performance verification tests per philips standards and was returned to service. Per the v60 manual: to ensure the correct performance of the ventilator and the accuracy of patient data, use only philips-approved accessories with the ventilator. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.